Event description:
It was reported that a second surgery was performed to remove devices due to dehiscence and infection.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device not available.

Event description:
It was reported that a second surgery was performed to remove devices due to dehiscence and infection.